Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported problem of "turn off/ improper shutdown" was reproduced. A review of event history log revealed improper shutdown message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be depressed/ jammed due to the dried liquid substance on the back flex battery contact pin. The back flex battery contact pin will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input upon device power up in the medicine ii department. There was no patient involvement. No additional information is available.